Event description:
It was reported that the bd luer-lok¿ syringe sterile experienced foreign matter, contaminated. The following information was provided by the initial reporter: these are individually sealed and when we have opened a few of them from this lot, there is a greasy substance inside the syringe near the tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-may-2023. One sample was provided to our quality team for investigation. Through visual inspection acceptable amount of silicone observed on the end of the stopper. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile experienced foreign matter, contaminated. The following information was provided by the initial reporter: these are individually sealed and when we have opened a few of them from this lot, there is a greasy substance inside the syringe near the tip.